Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had a standing wire cut. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive part of the lighting lens was peeled off, causing a gap in the glue which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps raiser wire was completely cut off due to mechanical or chemical stress applied with repeated use over time or other handling issue. Upon further inspection, it was observed that the adhesive of the lighting lens was detached due to a handling issue. It was observed that the light guide lens had a chip due to a handling issue. A pinhole in the bending section cover was also observed, causing a loss of water-tightness due to a handling issue. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the adhesive around the objective lens was peeled. It was observed that the connecting tube had a wrinkle due to chemical stress applied during reprocessing. It was also observed that the nozzle was deformed due to a handling issue. It was observed that the suction cylinder was shaved with a cleaning brush due to a handling issue. Discoloration was observed on the control unit due to chemical stress applied during reprocessing. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, plastic distal end cover, scope connector, protector of universal cord on the scope connector side, universal cord, the grip, scope connector cover, switch box, lock engagement lever, lock engagement lever knob, up and down knob, right and left knob and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use; however, the findings of this inspections were unknown. The reported issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was subsequently completed with a similar device (jf-260v, serial number unknown) with a 5-minute delay. There was no patient/user harm or injury reported due to the event. B3 was updated with the provided event date. This concludes the information available regarding this event.